Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that device had a foreign matter. The target lesion was located in the calcified right coronary artery. A 1.50mm rotalink¿ plus was selected for use. During the procedure, prior to advancing the burr into guide, the driveshaft was noted to have light blue particulate wrapped around it from the patient's drape. The procedure was completed with another 1.50mm rotalink¿ plus connected to the existing advancer. No patient complications reported.